Event description:
It was reported " failed iab". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the iabc. The one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status dis-played "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak test-ed in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for the "helium loss alarms" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive, which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported " failed iab". Additional informaiton states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".